Event description:
It was reported that a patient underwent an episiotomy in (B)(6) 2015 and suture was used. Postoperatively, the patient developed an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent favd on (B)(6) 2015. The patient experienced third degree laceration and dehiscence. The patient underwent urine culture on (B)(6) 2015 and citrobacter freundi was found. On (B)(6) 2015 the patient underwent I&d procedure.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.